Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during preparation for use, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated.